Event description:
It was reported that during pre-test, the md flushed the catheter and noticed a leak coming from the junction hub of the yellow distal lumen. As a result, the catheter was not used.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The return device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 6 fr. 4-lumen thermodilution catheter & one 1.10cc syringe were returned for eval. Initial inspection of catheter revealed a clear liquid within distal extension line. Syringe was attached to balloon extension line & 1.0cc of air was injected into inflation lumen; balloon inflated & deflated within three second specification when tested multiple times. No loss of inflation was observed when inflated balloon was tugged, held volume in excess of one minute. Catheter was submerged in water & 1.0cc of air was injected into inflation lumen, no balloon or catheter leakage was observed. Syringe was attached to proximal extension line & air was injected into inflation lumen; bubbles emerged from opening at distal end of proximal lumen. Air was injected into proximal lumen while opening at distal end of proximal lumen was manually occluded & no evidence of leakage along catheter or blue molded juncture hub was observed. Molded juncture hub was sectioned & void was found. A .025" swg was inserted through distal lumen of catheter & passed freely through entire length, exiting out opening at distal end. No evidence of any substance was observed coming out of distal lumen or found adhering to swg. A review of the device history records showed no other product complaints or any nonconformances for this lot. No inventory remained of the catheter lot. Testing showed once distal lumen was pressurized via distal (yellow) extension line, bubbles emerged from opening of electrical extension line indicating an interlumen crossover between distal & electrical lumens. This was attributed to a manufacturing related cause. A non-conformance has been initiated to address this issue.